Manufacturer narrative:
Product analysis :the analysis was able to confirm the customer comment of programmer¿s touch screen was not working. The stylus and cursor did not align on screen, cleaned and re-seated the connection between the xy printed circuit board (pcb), and overlay and recalibrated the stylus. . All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers touch screen was not working, was calibrated but still failed. It was also reported that the programmers stylus did not correlate with the programmers display. There was no patient involvement.